Event description:
The patient reported the infusion tubing separated from the luer connection after 3-4 days of use. The patient's blood glucose elevated to over 400 mg/dl. The patient changed the infusion set and bolused through the infusion device to lower blood levels. The patient's normal blood glucose range is 120-150 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.